Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Inspection of the returned device data showed that auto-MRI was programmed, and an MRI field was detected by the ICD on (B)(6) 2024, at 02:17 pm. The data further documented that, on (B)(6) 2024, between 02:27 and 03:20 pm, the ICD activated the safety backup mode due to the detection of an invalid device status caused by resets of the electronic module. No shocks were delivered while the device was operating in safety backup mode. An evaluation of the device data following re-initialization is not feasible due to the absence of returned data. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Despite extensive analysis of the device data, the root cause of the documented resets which caused the safety backup mode activation was not determinable. Based on the available information, damage to the ICD cannot be ruled out. Should the device become available for analysis, this report will be updated.

Event description:
Home monitoring alert that device was in back-up mode. Patient reported having an MRI recently. Device remains implanted. Should additional information be received, this file will be updated.